Manufacturer narrative:
The tech found the dead end brake linkage was broken. The tech replaced the four casters and used a brake/steer upgrade to repair the stretcher.

Event description:
Info received indicates the head end brake casters will not engage when the brake is set.